Event description:
During insertion of edwards commander tavr delivery system there was difficulty with advancing the catheter. After the catheter was inserted and just distal of the tip of the sheath the valve was advanced onto the balloon. It appeared that the delivery system was not in far enough to allow adequate positioning of the balloon. Providers attempted to advance the catheter in a few more centimeters before attempting to mount the valve onto the balloon. After these maneuvers were performed the valve was advanced across the aortic valve at which time it was noted that there was a spring coil in the delivery system that looked to be in the wrong position. It was decided that this was a potential device malfunction and the delivery system and valve were removed from the aorta and aortic valve.